Event description:
The initial report was stated as: female pt in the emergency dept was admitted onto one of our tmm4 series chairs. She was placed in by the staff and was going to need to wait 1+ hours to be treated. She was left in her treatment room while awaiting a physician. At this point, she stated that she attempted to "reposition herself," and at this time the chair tipped forward. When the chair tipped forward, the pt was injured during her fall. She reported to the hosp that she "re-aggravated a shoulder injury," as well as had contusions on her knee's. Additionally, she was experiencing neck and back pain.

Manufacturer narrative:
Exact serial number was unk. Upon a detailed review at the facility on (B)(4) 2011, with the risk mgmt team, dept mgr, and tmm coo, it was noted that the pt was left in the chair for 1 - 1.5 hours with the back section up, the leg section up, and the arm rails up. When the pt moved to exit the chair from the leg section, the chair tipped forward. Essentially the pt sat on a portion of the chair which is labeled "warning: do not stand or sit on footrest." The pt was also not informed of how to ingress/egress. The facility did not file a voluntary 3500 form as they didn't' see it fit the requirement. Ultimately, the risk mgrs felt the alleged incident wasn't credible enough to warrant it. A re-inservice of the proper ingress/egress procedure were communicated on (B)(4) 2011. The pt was left alone in the chair without the proper instruction for ingress/egress, nor any assistance when she tried to do so. The stretcher-chair was misused, not defective.